Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Caller's coumadin dose was "slightly" adjusted based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.